Event description:
The device was used during a low anterior resection. The device fired without incidence. The first post operative day a leak was identified. On the sixth post operative day an add'l leak was detected and the pt returned to surgery. When the surgeon inspected the staple line, it was noted that the anastomosis was not stapled. Case was completed with hand suture.